Event description:
It was reported that during a da vinci-assisted single internal mammary artery harvest for minimally invasive direct coronary artery bypass (midcab) procedure, the permanent cautery spatula instrument made an unintended movement. The issue resulted with the instrument entering into a section of an artery and causing bleeding that ultimately required conversion to sternotomy. The device had been inspected prior to use, with no abnormalities noted. The issue arose while the surgeon was actively manipulating instruments from the surgeon side console (ssc). The surgeon claimed that the instrument moved upward instead of an intended downward motion. There were no reported issues with timing, such as delays or lag, and no shakiness, friction, instrument-to-instrument or system arm-to-arm interference, or external collisions occurred. This was a one-time event that happened approximately 9¿10 hours into the procedure.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. The instrument's sequence # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, and h11. Section d4: updated device lot and sequence number. Device evaluation: the permanent cautery spatula (pcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was found. A review of the instrument logs for the pcs instrument associated with this event has been performed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.